Manufacturer narrative:
Pump received unable to performed the displacement test due to cracked and bleeding lcd noted. Pump received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in case. Customer's blood glucose value was unknown. Customer stated no damaged to the drive support cap. The device will not be returned for analysis.